Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that for the past week, the patient had felt an intense burning sensation at the implant site. It was noted that the patient had recharged the implant about 1 week ago and the implantable neurostimulator (ins) got very hot on that recharge session and since that time the ins implant site had been burning. It was noted that last night the pain was bad enough that the patient took 6 pain pills and almost went to the ER they were so uncomfortable. It was noted that the patient called the health care professional (hcp) last night. It was noted that the patient had received a new a/c power cord replacement that they used for the last recharge session.